Event description:
It was reported that the device was explanted after an implant duration of approximately 35.7 months. (Through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. Perivalvular leak was also noted.

Event description:
Reportedly, the device was explanted after an implant duration of 14.23 months due to heart valve disfunction. Per the cer: ¿heart valve disfunction, which lead to explantation. During the operation was found one leaflet was thick and less movable, that lead to valve disfunction. Symptoms: dyspnea. Condition of prosthesis after explant : thickening and dismovement of one leaflet (less movable that the other). Patient's outcome: stable after re-operation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.